Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s6; cat# 5536b600; lot# ctd29096; triathlon p/a ps beaded #5r; cat# 5516f502; lot# cn22s; tritanium patella-asymmetric; cat# 5552-l-381; lot# hplp; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection (infection was reported by surgeon. Unknown if clinically confirmed, unknown if infecting microorganism identified). A #6 tibial component, 6x9 ps insert, a #5 ps femoral component and an a38x11 asymmetric patella were removed and a spacer placed. Rep provided explant pictures and the primary usage sheet, and reported that no further information will be available.